Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that the insulin gauge decreased as expected and the fill estimate was accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate during a routine supply change. Reportedly, the cartridge was filled with approximately 300 units of insulin. The customer declined to reload the existing cartridge and confirmed insulin gauge would continue to be monitored. Reportedly, the customer consumed dinner at a later time than usual and experienced a low blood glucose (bg) level of 40 mg/dl. To treat the low bg level, the customer consumed carbohydrates and juice. Recommendation was made to consult with health care provider regarding diabetes management.